Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method.  The questionable results were reported to the medical personnel treating the patient. On (B)(6) 2022, the meter result was 3.3 inr. The laboratory result was 2.3 inr. The laboratory test was performed within one hour of meter testing. On (B)(6) 2022, the meter result was 3.8 inr. The laboratory result was 2.5 inr. The laboratory test was performed within one hour of meter testing. The reporter stated that he tried to use the first drop of blood within 15 seconds, but he sometimes had to squeeze more blood out and try again after getting an "error 5". The reporter could not recall which of the tests this error occurred with. It is unknown if the reporter followed the proper procedure when he performed the meter tests. The therapeutic range is 2.0 inr - 3.0 inr. The interval of testing is weekly.

Manufacturer narrative:
The meter and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The customer would squeeze more blood out and try again after getting an "error 5". Product labeling states "error 5: error blood application - error applying blood to the test strip. Solution: turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger." Occupation: patient/consumer.

Manufacturer narrative:
The reporter's meter and 2 strips were provided for investigation where they were tested using a high-level control sample. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.